Event description:
The pt was seen in the clinic on (B)(6) 2011 and they had difficulty refilling the pump. An x-ray was done and it was confirmed that the pump was flipped. The pt went to surgery on (B)(6) 2011 and the pump was flipped back and refilled. The pt outcome was reported as a "non-serious injury/illness." The device system was used to delivery lioresal.

Manufacturer narrative:
(B)(4).